Event description:
A medtronic rep reported that they were able to track the o-arm tracker and instruments but unable to track the active spine frame. They tried an additional active spine frame; no effect. They then brought in another camera which was able to track the frame and the case proceeded as planned. No impact on pt outcome was reported.

Manufacturer narrative:
Pt's weight is unavailable from the site. No part has been returned. RMA submitted for replacement break out box.